Manufacturer narrative:
Blocks b5 and b7 have been updated with the additional information received on october 16, 2023. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e2401 captures the reportable event of patient's health declining. Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f1901 captures the reportable event of surgery performed to remove the stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure performed on (B)(6) 2023. The stent was successfully deployed, and the patient's health improved. On (B)(6) 2023, the patient experienced abdominal pain and the patient's health was declining. Imaging was performed and it was noted that the stent migrated. The patient was scheduled for surgery to remove the migrated stent. The patient passed away; however, it is unknown when the patient died as the patient's care was transferred to a different physician. In the physician's assessment the caused of the patient's death was cholangitis. Note: it was reported that the axios stent was placed during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed during an edge procedure. Additional information received on october 16, 2023. It was reported that the stent was implanted to gain access into the biliary duct to conduct an ercp.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure performed on (B)(6), 2023. The stent was successfully deployed, and the patient's health improved. On (B)(6), 2023, the patient experienced abdominal pain and the patient's health was declining. Imaging was performed and it was noted that the stent migrated. The patient was scheduled for surgery to remove the migrated stent. The patient passed away; however, it is unknown when the patient died as the patient's care was transferred to a different physician. In the physician's assessment the caused of the patient's death was cholangitis. Note: it was reported that the axios stent was placed during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed during an edge procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e2401 captures the reportable event of patient's health declining. Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f1901 captures the reportable event of surgery performed to remove the stent.